Manufacturer narrative:
Section d4, h4: correction. Manufacturer's investigation conclusion: the report of outflow graft thrombus could not be confirmed through this evaluation. It was reported that the patient¿s outflow graft was stented on (B)(6) 2020. The patient was placed on anticoagulants, and was ultimately discharged in stable condition. The account later communicated that the stent placed was due to thrombus in the outflow graft. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017 via customer order (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines indications of pump thrombosis as well as how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's outflow graft was stented on (B)(6) 2020 due to thrombus. The patient was put on a heparin drip and received integrillin. The patient was discharged in stable condition.